Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a sudden return of pain in the last few days that resulted in her being admitted to the ER twice. The pt stated that she had "electric shocks" in her "rib cage" that wrapped around to her back. The pt stated that they were not told the pump would stop during the MRI. The pt had an MRI on (B)(6) 2010 and was waiting to have the pump checked post MRI. The medication being delivered via the device sys was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.